Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission , atrial lead noise was noted on a stored egm. The noise was not reproducible. Abbott representative was not provided with session records for review. The right atrial (ra) lead was capped and replaced on (B)(6) 2018. The patient condition was stable following the procedure.